Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced vaginal erosion and the sling was removed. Subsequent to removal of the sling, the pt underwent surgery for removal of the bladder wall sutures.